Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
The device was returned to the manufacturer after reaching elective replacement indicator. It was later reported by the patient that the device had malfunctioned and follow up determined the device had a high battery drain. The device was explanted and replaced. No patient complications have been reported as a result of this event.